Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-dec-04 reporting that the manufacturer representative helped with the reprogramming. The patient¿s left side was still tender, sore, and sensitive from the 1 hour procedure. The patient found the device stressful as they still had pain. It was noted that the patient did not want to have surgery again. No further complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that since implant on (B)(6) 2016 the device was not working. The device was stimulation in the wrong location. Programming adjustments had been performed in the past and it was ¿okay for a few days¿ and then stimulation would start to going in and out. Per the consumer, the health care provider (hcp) wanted to do surgery to move the lead, but the patient would like to try programming again before they had a surgery again. An appointment was scheduled for (B)(6) 2017. It was requested that a manufacturer representative be at the appointment. It was reported that the patient would like the device removed if the programming did not work. No further complications were reported.